Event description:
It was reported that a non-dehp continu-flo solution set leaked at the "y-site" located "immediately after the drip chamber". The process step at which the issue occurred was not specified. There was no report of patient injury or medical intervention associated with these events. No additional information is available at this time.

Manufacturer narrative:
E1: initial reporter phone no. : (B)(6). H4: the lot was manufactured march 26-27, 2025. Should additional relevant information become available, a supplemental report will be submitted.